Event description:
It was reported that a physician used the pre-closure technique in the right and the left common femoral arteries (rcfa and lcfa) prior to a stent implant for an abdominal aortic aneurysm (aaa) procedure using prostar xl devices. No visible calcification was noted. Deployment of the prostar xl sutures in the rcfa was uneventful. In the lcfa, after the prostar xl device was partially retracted to allow sutures harvesting, moderate bleeding from the access site, around the prostar xl device, was observed. The sutures were harvested, a guide wire was inserted and a 14fr sheath was placed. No further bleeding was observed. After completion of the aaa procedure, closure of the rcfa was attempted first. The physician attempted to advance the knot of the white rail suture through the tissue tract only to discover that the knot became visible at the skin level. At this point, the manufacturer representative noted some tissue attached to the knot suspecting to be a small part of the arterial wall. The same happened with the green suture. The pressure applied to pull the sutures by the physician was relatively light. Surgical cut down was performed successfully and hemostasis was achieved. During closure of the lcfa, the 14fr sheath inadvertently became displaced from the artery and before the wire was introduced. Manual arterial compression was applied above the arteriotomy to control the bleeding while delivering the knot of the white suture. On delivering the knot, the suture snapped. Surgical cut down was performed successfully and hemostasis achieved.

Manufacturer narrative:
(B)(4). The knot of the green suture was not delivered as it was removed after hemostasis was achieved by surgical cut down approach. The surgeon confirmed that both arteries were very fragile. There was no adverse patient sequela. On collection of the device deployed in the lcfa, the manufacturer representative noted a piece of tissue lodged in one of the openings at the bottom of the barrel. There was no clinically significant delay in the procedure. The physician is in-training in the use of the prostar xl device. No additional information was provided. Sheath: 6fr, 21 fr (right groin), 16 fr (left groin). Heparin, endurant stent graft- medtronic. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle was in backdown position, the needle slots and suture ports were normal. There was no abnormal observation found on the returned device that could have contributed to the reported suture breakage during knot advancement. The needles and sutures were not returned with the device, which could have aided in the investigation. A suture break may occur if the operator uses excessive suture tension when advancing the knot. However, this cannot be confirmed because the suture was not returned; therefore, no definitive cause could be determined. Regarding the piece of tissue lodged in one of the openings at the bottom of the barrel, it was indicated that the patient arteries were very fragile. However, it can not be confirmed if the patient anatomical condition was a factor in this case. It was indicated that the prostar xl device was deployed using a 6 fr sheath. The device instructions for use state: the prostar xl 10 f system is designed for use in conjunction with 8.5 to 24 f sheaths. Review of the finished device lot history records did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint-handling database did not reveal any other similar incidents reported from this lot. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.